Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received his scs system, including an ipg, on (B)(6) 2010. It was reported that the patient started having difficulty changing his ipg. He stated that after one minute of charging, the charger indicated a full charge but the programmer indicated a low battery. A replacement charger and programmer were unsuccessful at resolving the issue. Follow up on the patient found that the physician decided to explant the ipg on (B)(6) 2011. No further patient complications were reported.